Event description:
After io needle inserted, the patient was transferred back to ward and the head nurse found the needle was separated from the hub. The needle was removed by an orthopedics physician.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland (formerly lake region medical) quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance and device history record found that the needle set passed all the release criteria. The device was manufactured in 01/2018 and is approximately 3.5 years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
After io needle inserted, the patient was transferred back to ward and the head nurse found the needle was separated from the hub. The needle was removed by an orthopedics physician.